Event description:
Philips received a complaint on the v60 ventilator indicating that the volumes were not being displayed. The device was reported to be in use at the time of the reported problem. No patient harm reported. The customer informed the remote service engineer (rse) that the flow sensor assembly and the data acquisition (da) printed circuit board assembly (pcba) were replaced to resolve the volume issue. The investigation concludes that no further action is required at this time.